Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 276313/292318; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that after six months from implantation, the patient felt the scs was no longer effective and has stopped using it. It was also noted that patients health issues require an MRI. The patient will undergo an scs explant procedure.